Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-00316. It was reported during the patient's initial post-op programming on (B)(6) 2015, the patient was unable to receive any stimulation from his left lead. X-ray's showed the lead had migrated out of the epidural space. Surgical intervention may be pending to address the issue. It is unknown which lead is the left lead, therefor we are reporting on both leads.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016, where his leads were repositioned back into place. The patient is now receiving effective stimulation.